Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed that essure device successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.